Manufacturer narrative:
Only a segment of the expro elite snare was returned for evaluation. The detached segment of the device was not returned. The exact cause of the failure cannot be determined.

Event description:
The expro elite snare was used to retrieve an ivc filter when the loop segment of the snare detached. No patient impact was reported.